Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 22-jul-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse found a defective stepper motor cup pickup z-axis. Fse replaced cup pickup z-axis motor and ran test 28 and checked cup transfer 5 times. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was defective cup pickup z axis motor.

Event description:
On (B)(6) 2015, a customer reported c trans z home detect error 4151 with their aia-900 analyzer. Customer stated that this an ongoing issue, rebooted and error persists. The customer is unable to run prog, fsh, bhcg, , and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, fsh, bhcg, , and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.